Event description:
During the eval of a returned spectrum infusion pump, 9 occurrences of "upstream occlusion" alarms were identified in the event history log. Any patient involvement, injury or medical intervention is unk since these items were found during eval of the device.

Manufacturer narrative:
(B)(4). Device was returned and eval by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "upstream occlusion" alarms were confirmed through an event history log review. The cause was undetermined. If any add'l info is caused a follow up will be sent. The ultrasonic sensor was replaced.